Event description:
Additional information indicated that this patient is on coumadin which makes a revision procedure more complicated. At this time, the physician has made no decision on how to proceed.

Event description:
Additional information indicated that a revision procedure was performed. The physician made several attempts to reposition the lead; however, was unsuccessful and a new lead was successfully implanted. No adverse patient effects were reported.

Manufacturer narrative:
At this time, this lead has not been returned. If additional information is received, this report will be updated.

Event description:
Boston scientific crm received information that an x-ray showed that this left ventricular (lv) lead had dislodged. There was no capture in any lv pacing configuration. It was noted that the lv was likely oversensing the right atrial (ra) lead and there was some diaphragmatic stimulation. No adverse patient effects were reported. The plan was to follow up within the next week.

Manufacturer narrative:
Upon receipt at our (B)(4) laboratory, visual inspection of the lead indicated there was blood/body fluid noted in the lumen. One setscrew mark noted on the terminal pin, no discernable setscrew marks were noted on the ring. Resistance and pressure test were used to test electrical performance and insulation integrity. All measurements were within normal limits. The clinical observations could not be confirmed by analysis.

Manufacturer narrative:
Our records indicate that this lead remains implanted. If additional information is received, this report will be updated.